Manufacturer narrative:
E1: facility name "(B)(6)". Address line 1 "(B)(6)". Address line 2 "(B)(6)". H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual testing showed the downstream occlusion (dso) seal was damaged. Functional tests found a defective dso sensor. The customer reported problem was duplicated. The dso sensor will be replaced.

Event description:
It was reported that the unit did not recognize cartridge. There was unknown patient involvement, and no patient harm/adverse event reported.